Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that a red screen was displayed when interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) examined device remote monitoring and noted that some data was missing. Device data analysis determined that a patient data (pd) anomaly had occurred which requires reinput of the data manually. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that a red screen was displayed when interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) examined device remote monitoring and noted that some data was missing. Device data analysis determined that a patient data (pd) anomaly had occurred which requires reinput of the data manually. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, large railing noise was observed while performing isometrics in all three sensing vectors. Oversensing occurred which resulted in inappropriate shocks. Subsequently, this s-ICD system was explanted and replaced with a new system. No additional adverse patient effects were reported.

Event description:
It was reported that a red screen was displayed when interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) examined device remote monitoring and noted that some data was missing. Device data analysis determined that a patient data (pd) anomaly had occurred which requires reinput of the data manually. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, large railing noise was observed while performing isometrics in all three sensing vectors. Oversensing occurred which resulted in inappropriate shocks. Subsequently, this s-ICD system was explanted and replaced with a new system. No additional adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.